Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a 3cm long 8mm internal diameter carotid stent over the occlusion balloon wire. The physician positioned the stent and successfully deployed. The physician then observed that the occlusion balloon had deflated unexpectedly. The physician continued the case without distal protection. The patient was reported to be fine. The device was discarded and will not be returned for evaluation. The account reported that after the procedure while the patient was inside the recovery room, it was observed that the patient had facial drooping and left upper extremity weakness. Neurology was consulted and an MRI was performed which confirmed the patient suffered a stroke. The patient's symptoms resolved by post operation day two. The patient's post-operative course was also complicated by a non-st mi with troponin and cpk-mb elevations. The patient was taken back to the operating room in 2006, to repair a bleeding right common femoral artery. The patient tolerated this procedure well and had no other complications. The patient was discharged two days later, in stable condition.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted.